Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged two days post implant. A revision took place and this lead was explanted. No additional adverse patient effects were reported.

Event description:
At this time no information regarding the lead return was provided.